Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, the device was analyzed with no anomalies found. The main printed circuit board and interconnect flex assembly was replaced as a preventive measure. (B)(4).

Event description:
It was reported that the external pulse generator (epg) exhibited behavior in accordance with the field action on this model. The device was returned for servicing. No patient complications have been reported as a result of this event.